Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on a heartstart mrx defibrillator indicating that the device failed during functional testing. There was no reported patient involvement. The rse evaluated the device remotely and it was determined that the cause of the reported issue was due to a faulty charge capacitor. The customer was informed that service could no longer be completed on the unit as the device had reached end-of-life (eol) and there are no replacement parts available. The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer's site. Based on the information available and the testing conducted, the cause of the reported problem was caused by a faulty charge capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end-of-life and replacement parts are no longer available for repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.